Event description:
The customer reported that the system kept displaying, "please power down wait 10 seconds then reboot." This error can prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and performed filament and high voltage calibrations. The system operates as intended.